Event description:
It is reported that the needle cannula detached from hub during usage on the patient.

Manufacturer narrative:
(B)(4).the customer provided various components including an introducer needle and ars for evaluation. Visual examination revealed the needle cannula was separated from the needle hub. Microscopic examination revealed small traces of adhesive residue in the needle hub and on the needle cannula. The needle cannula outer diameter measured 0.050", which is within the specification limits of 0.050"-0.051" per the cannula graphic. The inner diameter of the distal end of the needle hub measured 0.059", which is within the specification limits of 0.0585-0.0605" per the hub graphic. The returned syringe was connected to the returned needle. A significant amount of air entered the syringe barrel when aspirating, and the cannula became detached from the hub when purging. The needle cannula was able to be easily removed and re-inserted into the needle hub. A device history record review was performed, and no relevant findings were identified. The report of a needle cannula detached from the hub in use was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the cannula had completely detached from the needle hub. Minor signs of adhesive residue were observed inside the needle hub. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It is reported that the needle cannula detached from hub during usage on the patient.